Event description:
It was reported that, "in attempt to adjust the cage while it was in the innerbody space, the inner shaft of the anchor c inserter broke off in the cage. Dr (B)(6) left the cage in the space and put a hybrid plate over the top of the cage to use it as a regular innerbody cage instead of a stand alone cage. It added about 5 minutes of surgery time and no adverse affects were caused to the pt."

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.